Manufacturer narrative:
Correction to h10: add user facility number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusion pump did not alarm and no medication had emptied from bag into patient after hours of infusion. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and serial number (10) are unknown; therefore, the UDI is not available. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.